Event description:
The patient experienced a positive skin test after injection of the collagen test implant. Follow up findings: reported to inamed in 06 per the physician, the postive skin test site was treated with an intralesional injection of kenalog.